Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in one piece for analysis. Visual examination found external insulation abrasion at 40.3-40.9 cm from the distal tip, exposing the outer coil one consistent with friction to the device can and the other one at 4.5-5.2 cm from the distal tip, consistent with friction to another device or feature or patients¿ anatomy. The cause of the reported event was isolated to the exposed coil at the abrasions zone. Electrical testing was normal with no other anomalies found.

Event description:
New information received notes that externalized conductor was noted on the right ventricular (rv) lead via fluoroscopy during lead revision procedure. Both the rv lead and right atrial leads were explanted and replaced. There were no patient consequences.

Event description:
Related manufacturer reference numbers: 2017865-2023-50525. It was reported that the patient presented with noise reversion exhibited on the right ventricular lead. It was also noted that the right atrial (ra) lead exhibited noise before and it was resolved by making programming changes at that time. No further intervention was performed. There were no patient consequences.